Manufacturer narrative:
(B)(4). Device evaluation summary: analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿.

Event description:
Additional information was received on 15-feb-2016 from a consumer and healthcare professional via a company representative and it was reported that the pump was delivering fentanyl (2000 mcg/ml at 399.8 mcg/day). The patient was traveling in (B)(6) and ever since, the pump had stalled without recovery and now (at the pump replacement procedure on (B)(6) 2016) it stated ¿stopped pump period may exceed tube set¿ and ¿motor stall occurred¿ on interrogation. It was noted that traveling led to the event. The issue was identified from the patient¿s symptoms and reading the pump logs. The patient had experienced cold sweats and shaking. This reporter was not aware if any diagnostics/troubleshooting had been done. The issue was resolved with pump replacement. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The patient's medical history was requested, but wasn't available. The pump's indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. It was reported that a pump motor stall occurred without the patient having a magnetic resonance imaging (MRI) performed or any exposure to magnetic fields or objects. The stall was identified while reading the pump logs at a pump refill appointment. The rep was not aware of any diagnostics, troubleshooting, or actions/interventions that had been performed. The patient's status at the time of the report was noted as alive with no injury. It was also noted that the issue had not resolved at the time of the report. Surgical intervention was planned, but hadn't been scheduled at the time of the report. The event date was unable to be obtained. Follow-up has been requested for additional intrathecal drug information (type, concentration, dose, lot number, and therapy start and stop dates), other medications that the patient was taking at the time of the event, pertinent patient medical history, symptoms related to the event, troubleshooting and actions/interventions performed in relation to the event, the cause of the stall, and pump logs. A follow-up report will be filed if additional information is received.

Event description:
Additional information received from consumer on (B)(6) 2017 reported the patient's "original pump was destroyed or disabled when the patient went through an airport one time." It was reported the pump was replaced. The reason for the call was the patient needed to know how to work the personal therapy manager (ptm). Steps were reviewed on how to get a bolus and the patient stated they know that. It was asked if the patient's ptm will work with the new pump, and was reviewed it will but a healthcare professional (hcp) needs to bond the ptm to the new pump. It was reviewed to follow up with hcp to bond the ptm to the pump. The patient requested another card. Event date was unknown. No further complications were reported/anticipated.